Manufacturer narrative:
Device is a combination product. Patient age: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00018 (B)(6) study ; it was reported that the patient died. In (B)(6) 2013, the patient was presented with an unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion #1 was located in the proximal left circumflex with 80% stenosis, and was 26mm long with a reference vessel diameter of 3.0mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00x28mm promus element ¿ study stent. Following post dilatation, the residual stenosis was 0%. The target lesion #2 was located in the proximal right coronary artery with 90% stenosis, and was 18mm long with a reference vessel diameter of 3.0mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.00x20mm promus element ¿ study stent. Following post dilatation, the residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, site reported and event of death. No corrective actions were taken with regards to this event. Primary cause of death is unknown. No other additional information is available at this time of report.